Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information it was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following was received by the initial reporter: (B)(6) 2023. Xxx manager called stating that IV catheter button would not retract. No adverse-no injury doe: (B)(6) 2023.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following was received by the initial reporter: 04-oct-2023. Xxx manager called stating that IV catheter button would not retract. No adverse-no injury. Doe: (B)(6).